Manufacturer narrative:
It was reported that the customer's msth1 fired the needle immediately after arming the holster. No adverse event occured with the usage of this product.

Event description:
It was reported by the sales representative that before procedure, ie during set up, thier msth1 holster fired the needle immediately after arming the holster. No patient complications were reported. This incident has been recorded in complaint #(B)(4).